Event description:
It was reported that during a laparoscopic procedure, the white tissue pad fell off the device into the abdomen. The pad was retrieved with graspers. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.